Event description:
It was reported by a hospital purchaser to our consultant that their wand was working intermittently. It was reported that it was not consistent in interrogating the consultants demo generator. The programming wand was returned for product analysis. The reported failure to program was confirmed. The serial data cable, which produced communication errors, had an intermittent conductor at the handle location. A known good bench serial data cable was substituted and all communications errors cleared. No visual anomaly was identified. Continuity testing of the battery cable passed. After the serial data cable was substituted, the programming wand performed according to functional specifications.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.